Manufacturer narrative:
The test strips were returned for investigation. The returned test strips were measured on reference meters with a high level control sample: testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.8 inr, qc 2: 2.7 inr , qc 3: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Returned customer material and retention material comply with the specification. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Reporter occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to unknown laboratory method. On (B)(6) 2022 at 8:00 a.m. The patient's lab result was 2.5 inr. While at 9:15 am. The patient had a meter result of 3.5 inr. The patient's therapeutic range was 2.5-3.0 inr. Normally the patient¿s testing frequency is once a week but at the moment it is once every 2 days.